Manufacturer narrative:
Follow-up correction: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. D9, h3, update h10 d9, h3, update h10.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was located on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer removed the o-ring and loaded a new cartridge to resume insulin therapy.